Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator does not power on. There was no patient harm and there is no patient implication at the time of the reported issue.

Manufacturer narrative:
The hospital biomedical engineer confirmed the reported issue. The manufacturer's remote engineer technician troubleshot with the customer using email. The manufacturer's remote engineer recommended the hospital biomedical engineer turn the device on from the rear to determine if the interface board is faulty. If the device does not power on after taking this step then the biomedical engineer was recommended to replace the cpu board to address the reported issue. It was also recommended the customer send the device to the manufacturer's bench for evaluation and repair. The customer did not approve the purchase order for bench repair, and requested the file be closed. No additional information has been received.

Event description:
The international customer reported the power light comes on but the ventilator does not power on.